Event description:
It was reported that the customer passed away. It was stated that she was wearing the insulin pump but it was disconnected. It was stated that the customer was lying on top of the insulin pump and it was beeping. It was stated that the customer died due to natural causes. It was stated that the last record in customer's book was high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.